Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose caused by occluded tubing. The customer's blood glucose was 413 mg/dl at the time of incident. The customer experienced nausea, vomiting, headache, and polyuria. The caller stated that the customer was given insulin to treat the blood glucose. The customer's blood glucose was 176 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. During troubleshooting the drive support cap appeared normal. Further troubleshooting was declined. The customer was advised to change their infusion set, reservoir and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08700 inches. Device unexpected alarmed unexpected restart after battery removal and installation due to c13 I/b leaking voltage. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.